Event description:
Facility received FDA notice on contaminated lead aprons and isolated the apron and the two thyroid shields purchased during this time. The lead apron and the two thyroid shields were taken to the nuclear medicine department. They scanned them using thin window mei 50 gm meter and found the readings to be .04, the background being .01. Facility called the manager at burlington medical supplies incorp. And he told them that they would replace the apron and the two thyroid shields.